Manufacturer narrative:
The implanting clinician referred the patient to the emergency room to receive care and get an MRI. On (B)(6) 2020 the stimulator was explanted at the hospital since the patient needed to get the MRI done. The patient was diagnosed with a mild stroke at the hospital and was released on (B)(6) 2020. On an unknown date the implanting clinician and the emergency room physician confirmed to the clinical representative that the mild stroke suffered by the patient was not related to the stimulator implantation. The clinical rep stated that the implant was used off label. A review of the certificate of conformance shows that the product was manufactured in accordance to specifications. The stimulator was reported to meet product specifications. Device can not currently be received by manufacturer for analysis. The device was used for treatment of pain. The device cannot be traced as the source of the issue. The cause of the issue is unknown/no problem found.

Event description:
On (B)(6) 2020, the patient called the implanting clinician stating that the patient's whole right arm and hand was numb, was confused and had drool coming out of right side of his mouth.